Manufacturer narrative:
(B)(4).

Event description:
It was reported that drive shaft was fractured. A 1.50 mm rotalink¿ plus was selected for use. During the procedure, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The handshake connection, sheath, coil, and burr were microscopically and visually examined. The device was not fractured. The housing was dismantled to check for a fracture under the housing and strain relief and no fracture was present. The annulus was damaged, not rounded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that drive shaft was fractured. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.